Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator battery had not reached end of life. It was also reported that the pt was experiencing an increase in seizure activity. Both pre-vns and with the vns therapy, the pt experienced approx two seizures per day and is now experiencing between 4-5 seizures per day. The pt has reportedly never seemed to receive great benefit from the vns therapy, but at an earlier date when they turned off vns to measure its benefit, the pt worsened so it was determined that vns therapy was helpful for this pt. Treating neurologist believes that the recent increase in seizure activity is related to a loss of vns therapy. Lead break is suspected. Revision surgery is likely. The pt has not suffered any recent injury or trauma that may have damaged the vns therapy system. Review of manufacturing records for the bipolar lead revealed no anomalies that would adversely affect device performance.